Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) pacing lead was exhibiting low pacing levels during a device check. The patient reported shortness of breath and a lack of energy during the visit. The implantable pulse generator (ipg) device and lead system was explanted and replaced. No patient complications have been reported as a result of this event.